Event description:
The device evaluation identified a reportable malfunction. Cracked or broken adapter bracket. Unrelated to the original complaint which was a non-reportable event.

Manufacturer narrative:
The lab evaluation confirmed a broken adapter bracket.